Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Clinical trial. It was reported that the pt expired 641 days following a coronary artery drug eluting stenting treatment procedure. Five days prior to the index procedure, the pt was admitted with substernal chest tightness that radiated to her left arm and was associated with increasing shortness of breath. Target lesion once was an ostial, de novo, 80% stenosed 3.5x16mm lesion of the proximal rca (right coronary artery). Target lesion one was treated with direct stenting using a 3.5x16mm taxus express2 drug eluting stent. The pt was discharged two days post procedure on asa and plavix. The study coordinator spoke to a member of the pt's family during the 2-year follow up phase of the trial. The family member stated, the pt had expired after being placed in hospice care. The family member stated the pt died of "natural causes." An autopsy was not performed. The investigator reported that it was unk if the target vessel was involved. The clinical events committee adjudicated this event as unk if related to the taxus stent or target vessel in 2007.